Manufacturer narrative:
The manufacturing dates for the potentially involved lots are: r16f30089, 07/01/2016 and r16k17020, 11/18/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The potential lot numbers are r16f30089 and r16k17020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that chemotherapy leaked from under the filter of a clearlink solution set. The patient had a small amount of chemotherapy exposure to their clothes and skin; however, there was no patient injury or medical intervention associated with this event. No additional information was available.